Event description:
It was report that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of 784 mg/dl with high ketones that were identified as life threatening by a healthcare provided. The customer attempted to self-treat with a manual dose injection but was treated intravenously with fluids of saline and insulin in the ICU. The customer was released on with no permanent damage and issue resolved on (B)(6) 2024.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.